Event description:
It was reported that during use, staff flush normal saline and fluid exposure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue two-piece connector assembly and approximately 2.7cm of the catheter which was attached to the connector assembly. An attempt to flush the catheter with water using a 12ml syringe revealed a leak in the catheter distal to the distal connector piece. Microscopic inspection of the leak site revealed a ¿c¿ shape split. The surface of the split appeared granular. The features of the split and the location suggest that the split likely occurred due to over-pressurization. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during use, staff flush normal saline and fluid exposure. No other information was provided.